Manufacturer narrative:
G4:14jan2021. B4:15jan2021. The nursing management of the intensive care unit reported the ventilator failed during ongoing operation in st mode on the patient. The intubation of the patient was already prepared since he was exhausted and intubation had to be done. Set to 100% fio2 in order to pre-oxygenate the patient as best as possible. A short time after that, the machine failed without an audible alarm. An optical alarm was also not observed. It was completely down. No patient was harmed. The patient was transferred to another ventilator. No additional patient harm was reported. It was determined the power management board needed to be replaced. The power management board was replaced by a third party and the issue was resolved. The ventilator is back in service. The removed component was reported to have been scrapped. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 15dec2020.

Event description:
The customer reported the ventilator stopped during ventilation. The nursing management of the intensive care unit described the v60 ventilator failure as having failed on an intubated patient during operation in st mode without a visible or audible alarm. The patient was transferred to another ventilator but no harm noted.